Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the sutures would not deploy. It is unk how hemostasis was achieved. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.